Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was missing component(s) of the product. The following information was provided by the initial reporter. The customer stated: "before use, the tube was found with a missing stopper."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/15/2021. H.6. Investigation: bd received one (1) sample and three (3) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing stopper was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for missing stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd determined that the root cause of the indicated failure mode was attributed to a jam on the line with an incomplete line clearance after the jam. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was missing component(s) of the product. The following information was provided by the initial reporter. The customer stated: "before use, the tube was found with a missing stopper.".